Manufacturer narrative:
The monitor and electrode belt were returned to the distributor. The distributor downloaded the software flag files for zoll manufacturing to review, in accordance with procedures recommended by zoll manufacturing. The distributor did not indicate a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away in the hospital while wearing the lifevest on (B)(6) 2022. Review of the download data, indicates the patient received one appropriate treatment from the lifevest during vt and 6 non-lifevest defibrillations. At 09:59:05, the patient received the first non-lifevest defibrillation. The patient's rhythm at the time of the defibrillation was vt at 190 bpm with motion/tactile artifact and electrode lead falloff. The patient's post-shock rhythm was vt at 190 bpm with motion/tactile artifact and electrode lead falloff. The lifevest detected the vt arrhythmia, but the external defibrillation occurred 7 seconds after detection, preventing the lifevest from delivering a shock. The lifevest typically requires 60 seconds of sustained vt to deliver a shock. At 10:00:02, the patient received the second non-lifevest defibrillation. The patient's rhythm at the time of the defibrillation was vt at 200 bpm with motion/tactile artifact and electrode lead falloff. The patient's post-shock rhythm was vt at 180 bpm with motion/tactile artifact and electrode lead falloff. The lifevest detected the vt arrhythmia, but the external defibrillation occurred 7 seconds after detection, preventing the lifevest from delivering a shock. The lifevest typically requires 60 seconds of sustained vt to deliver a shock. At 10:01:42, the patient received the third non-lifevest defibrillation. The patient's rhythm at the time of the defibrillation was vt at 180 bpm with motion/tactile artifact and electrode lead falloff. The patient's post-shock rhythm was vt at 180 bpm with motion/tactile artifact and electrode lead falloff. The lifevest detected the vt arrhythmia, but the external defibrillation occurred 8 seconds after detection, preventing the lifevest from delivering a shock. The lifevest typically requires 60 seconds of sustained vt to deliver a shock. At 10:02:43, the patient received the fourth non-lifevest defibrillation. The patient's rhythm at the time of the defibrillation was vt at 180 bpm with motion/tactile artifact and electrode lead falloff. The patient's post-shock rhythm was vt at 180 bpm with motion/tactile artifact and electrode lead falloff. The lifevest detected the vt arrhythmia, but the external defibrillation occurred 13 seconds after detection, preventing the lifevest from delivering a shock. The lifevest typically requires 60 seconds of sustained vt to deliver a shock. At 10:03:30, the patient received the fifth non-lifevest defibrillation. The patient's rhythm at the time of the defibrillation was vt at 180 bpm with motion/tactile artifact and electrode lead falloff. The patient's post-shock rhythm was vt at 180 bpm with motion/tactile artifact and electrode lead falloff. The lifevest detected the vt arrhythmia, but the external defibrillation occurred 11 seconds after detection, preventing the lifevest from delivering a shock. The lifevest typically requires 60 seconds of sustained vt to deliver a shock. At 10:04:17, the patient received the sixth non-lifevest defibrillation. The patient's rhythm at the time of the defibrillation was vt at 180 bpm with motion/tactile artifact and electrode lead falloff. The patient's post-shock rhythm was vt at 180 bpm with motion/tactile artifact and electrode lead falloff. The lifevest detected the vt arrhythmia, but the external defibrillation occurred 11 seconds after detection, preventing the lifevest from delivering a shock. The lifevest typically requires 60 seconds of sustained vt to deliver a shock. At 10:05:31, the patient received an appropriate treatment from the lifevest. The patient's rhythm at the time of the defibrillation was vt at 190 bpm with motion/tactile artifact and electrode lead falloff. The patient's post-shock rhythm was asystole with intermittent cardiac activity, motion/tactile artifact and electrode lead falloff. At 10:19:24, the electrode belt was disconnected. The patient passed away on (B)(6) 2022. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy.

Manufacturer narrative:
The monitor and electrode belt were returned to the distributor. The distributor downloaded the software flag files for zoll manufacturing to review, in accordance with procedures recommended by zoll manufacturing. The distributor did not indicate a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away in the hospital while wearing the lifevest on (B)(6) 2022. Review of the download data, indicates the patient received one appropriate treatment from the lifevest during vt and 6 non-lifevest defibrillations. At 09:59:05, the patient received the first non-lifevest defibrillation. The patient's rhythm at the time of the defibrillation was vt at 190 bpm with motion/tactile artifact and electrode lead falloff. The patient's post-shock rhythm was vt at 190 bpm with motion/tactile artifact and electrode lead falloff. The lifevest detected the vt arrhythmia, but the external defibrillation occurred 7 seconds after detection, preventing the lifevest from delivering a shock. The lifevest typically requires 60 seconds of sustained vt to deliver a shock. At 10:00:02, the patient received the second non-lifevest defibrillation. The patient's rhythm at the time of the defibrillation was vt at 200 bpm with motion/tactile artifact and electrode lead falloff. The patient's post-shock rhythm was vt at 180 bpm with motion/tactile artifact and electrode lead falloff. The lifevest detected the vt arrhythmia, but the external defibrillation occurred 7 seconds after detection, preventing the lifevest from delivering a shock. The lifevest typically requires 60 seconds of sustained vt to deliver a shock. At 10:01:42, the patient received the third non-lifevest defibrillation. The patient's rhythm at the time of the defibrillation was vt at 180 bpm with motion/tactile artifact and electrode lead falloff. The patient's post-shock rhythm was vt at 180 bpm with motion/tactile artifact and electrode lead falloff. The lifevest detected the vt arrhythmia, but the external defibrillation occurred 8 seconds after detection, preventing the lifevest from delivering a shock. The lifevest typically requires 60 seconds of sustained vt to deliver a shock. At 10:02:43, the patient received the fourth non-lifevest defibrillation. The patient's rhythm at the time of the defibrillation was vt at 180 bpm with motion/tactile artifact and electrode lead falloff. The patient's post-shock rhythm was vt at 180 bpm with motion/tactile artifact and electrode lead falloff. The lifevest detected the vt arrhythmia, but the external defibrillation occurred 13 seconds after detection, preventing the lifevest from delivering a shock. The lifevest typically requires 60 seconds of sustained vt to deliver a shock. At 10:03:30, the patient received the fifth non-lifevest defibrillation. The patient's rhythm at the time of the defibrillation was vt at 180 bpm with motion/tactile artifact and electrode lead falloff. The patient's post-shock rhythm was vt at 180 bpm with motion/tactile artifact and electrode lead falloff. The lifevest detected the vt arrhythmia, but the external defibrillation occurred 11 seconds after detection, preventing the lifevest from delivering a shock. The lifevest typically requires 60 seconds of sustained vt to deliver a shock. At 10:04:17, the patient received the sixth non-lifevest defibrillation. The patient's rhythm at the time of the defibrillation was vt at 180 bpm with motion/tactile artifact and electrode lead falloff. The patient's post-shock rhythm was vt at 180 bpm with motion/tactile artifact and electrode lead falloff. The lifevest detected the vt arrhythmia, but the external defibrillation occurred 11 seconds after detection, preventing the lifevest from delivering a shock. The lifevest typically requires 60 seconds of sustained vt to deliver a shock. At 10:05:31, the patient received an appropriate treatment from the lifevest. The patient's rhythm at the time of the defibrillation was vt at 190 bpm with motion/tactile artifact and electrode lead falloff. The patient's post-shock rhythm was asystole with intermittent cardiac activity, motion/tactile artifact and electrode lead falloff. At 10:19:24, the electrode belt was disconnected. The patient passed away on (B)(6) 2022. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy.